Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distal screw broke post operatively. This report is for an unknown screw. This is report 1 of 1 for (B)(4).